Event description:
It was reported that noise resulting in oversensing was observe don the right ventricular lead. Lead damage was suspected but not confirmed. No intervention was performed, the lead will continue to be monitored and the patient was stable.